Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected weak battery alarm or numbers ramping noted. The insulin received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery, had ramping clock numbers, alarmed button error, and had an unresponsive keypad. The customer's blood glucose was 190 mg/dl. The customer did not observe any significant events leading to the alarm, but she noted that she did wear the insulin pump in the bra area. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.